Event description:
Physician removed and replaced the lens at patient's request due to their observation of light phenomenons from above. Patient's visual acuity pre-explant was 20/25. Attempt to obtain additional information continues.